Manufacturer narrative:
The account's biomed isolated the issue to the right siderail patient circuit board. Repairs have not been completed.

Event description:
Information received indicates the head section is moving up on its own.